Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown.although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 7fr x 5cm flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in a patient (patient age, sex, weight, and event date are unknown). During the procedure (exact event/procedure date is unknown however the event occurred approximately 2-3 wks ago), the guide catheter broke inside the patient as it was being retracted for stent deployment. The device was removed and the guide catheter and stent were removed. The procedure was successfully completed with another 7fr x 5cm flexima biliary stent system with no reported patient complications. The patient was reported to be fine after the procedure.